Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an ulcer, burn-like irritation with some bleeding on her back under the ECG electrode. There is no alleged device malfunction. The patient's physician prescribed a burn cream for the irritation. Follow-up indicated that the skin irritation had healed.